Event description:
It was reported during a trial implant procedure, the pt was not receiving stimulation. Her physician replaced the lead with a new one. The procedure was extended by 5 minutes. It was reported the replacement lead was able to provide stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.